Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by medwatch number mw5091909: "patient underwent cervical steroid injection. The injection was administered on first pass without any documented complications on (B) (6)2019. The patient reported left arm weakness. CT ordered and pt. Outpatient CT of cervical spine w/contrast, myelogram-central-cord expanded from c4-c7. Likely an intramedullary hematoma. There is a 3mm needle fragment dorsal to the cord at c6-c7. Patient admitted for observation."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.